Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed. Analysis indicated that the connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that after the physician deployed the helix during the implant procedure, the physician attempted to connect the lead to the device header. However, the physician was unable to due to the connector pin being bent. The physician felt the connector pin had been bent while deploying the screw. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.